Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "defib fault 72" and "pacer fault 177" messages on an attempt to charge the selected energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction as the pt's heart rhythm converted on its own.